Event description:
It was reported that this implantable pacemaker exhibited oversensing and loss of capture. X-rays were performed and it was confirmed that the device had experienced migration. A system revision was performed and the device was repositioned. This device remains in service. No further adverse patient effects were reported.